Event description:
During a routine breast implant exchange, it was found that the allergen natrelle bio cell textured implant had ruptured. The surgical technique was changed as a result and the entire breast cavity was cleaned out. This added an hour of surgical time to the procedure. The implants were replaced with a similar size from the same manufacturer. Since the procedure the patient has experienced ongoing pain lasting over a year, swelling in the joints (confirmed on MRI (magnetic resonance imaging)), nerve pain, and skin rashes. Reference report: mw5164371.